Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.¿ (B)(4).

Event description:
Pression goes up and it has to be regulated manually.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: the unit was sent to the service center for evaluation and repair. Neither the fault reported by the customer could be verified nor another fault was found. Pneumatic circuit checked, accessories checked, unit cleaned, unit calibrated newly, functional test performed, electrical safety, test acc. To (B)(4) completed, functional test acc. To test procedure completed, safety test checklist enclosed. A DHR review has been conducted to determine if there were any internal processing issues which would have contributed to the nature of the product complaint. Our results indicate that this batch of product was processed without incident and therefore there is no evidence of manufacturing anomalies on the paperwork reviewed. A review into the depuy synthes mitek complaints system revealed three other dissimilar complaints for this device's serial number. At this point in time, no corrective or preventative actions are required as the device has been repaired. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI: (B)(4).

Event description:
Pression goes up and it has to be regulated manually. There was not any harm to the patient. I do not know the exact delay, the responsible just informed us that it was a slight delay.